Event description:
It was reported to vyaire medical that the avea ventilator is passing the testing/est (extended system tests) but has auto-cycling issue at 60 bpm(breaths per minute). The event happened during patient use. There was no patient harm associated from this event and the unit was swapped out.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.